Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that upon opening of a smiths medical legacy plus pump, a no disposable alarm was noted. No adverse effects were reported.